Event description:
Airway compromise and stroke-like symptoms were reported for the study patient. The events required hospitalization and additional medication. The event of airway compromise was assessed as being probably related to the implant procedure and possibly related to stimulation. The event of stroke-like symptoms was assessed as being possibly related to the implant procedure and possibly related to stimulation. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or "malfunctions". These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Update was received that the outcome for the reported airway compromise is now recovered/resolved. No other relevant information has been received to date.

Manufacturer narrative:
B5: describe event; corrected information; MDR report #01 inadvertently omitted information known prior to submission.

Event description:
Anaphylaxis was later reported for the patient. The event was assessed as probably related to implant and possibly related to stimulation. The outcome is recovered/resolved. It was also noted that after implant the patient had went to an ent where they attempted to inject something into one of his cords. The patient left and then this resulted in almost anaphylaxis. The patient had to be admitted and monitored. Update was later received that the stroke-like symptoms are not related to implant/device and possibly related to stimulation. No other relevant information has been received to date.